Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported a spot at the ipg wound had not closed. Surgical intervention was undertaken on (B)(6) 2021 during which the ipg wound was washed out and closed. No complication and no sign of infection.